Event description:
It was reported the pre-loaded diu525 model intraocular lens (iol) entered the capsular bag completely and was removed for an unknown reason. The procedure was completed using a back-up iol. The scheduled procedure was cataract with iol. There was no device damage noted during preparation for use. The incision was enlarged from original 2.4mm to greater than 2.4mm. It is unknown if there was any patient injury or complications. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 incision enlargement section h-6 health effect - clinical code: 4581 incision enlargement section h-6 device code: 3191 - unspecified/other w/ patient involvement attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.